Manufacturer narrative:
The returned sample was visually inspected and found to be nonconforming with the over molded flange broken at the hub ribs, the hub ribs appeared to be twisted in a spiral motion. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the over molded flange was broken and damaged. Because the sample was returned open, how and when the over molded flange became broken and damaged cannot be determined from this evaluation. The most likely root cause is handling at any point after the disposable ia tip was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery, the ophthalmic aspiration and irrigation tip was broken. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).